Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient had a left total hip arthroplasty on august 14, 2014. It is further alleged that gradually over the last 1 to 2 year she developed left groin pain. "Radiograph studies and cat scan are consistent with diagnosis of aseptic loosening of a stryker titanium cup with a single screw." During revision surgery on (B)(6) 2020 findings, "left hip clearly joint effusion. Femoral component good fixation well fixed. No synovitis. Acetabular component with overgrown bone circumferential around the periphery but noted to be grossly loose. Had some fibrous fixation."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.